Manufacturer narrative:
Device unique identifier (UDI) - device was manufactured prior to UDI labeling implementation. Approximate age of device ¿ 17 months. The pump remains in use supporting the patient. No further issues have been reported. A correlation between the device and the reported heart failure symptoms could not be conclusively determined. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient complained of chest pain. A CT angiogram of the chest revealed the outflow graft was kinked at an angle of 95 degrees and was positioned 14 mm before the aortic anastomosis. On (B)(6) 2015, the patient was admitted to the hospital for heart failure symptoms due to the patient not taking any of their medications. The patient complained of chest pain, cough, shortness of breath, and abdominal pain. The patient's lactate dehydrogenase (ldh) level was 800 u/l, and inr was 1.8. When the patient was sitting up in a chair, the patient experienced low flow alarms and suction events. When the patient was lying down in bed the estimated pump flow was 5 lpm, speed was 11,400 rpm and pump power was 8 watts. The patient was restarted on oral antihypertensives, bumex, and a dobutamine drip. The patient would continue to be monitored after their medication regimen was resumed. It was reported that if elevated ldh or other issues persisted, the option of placing a stent in the outflow graft would be evaluated. It was reported that there are no current plans for pump exchange.